Manufacturer narrative:
Corrected fields-e1- event site telephone, h6-(component code). Updated fields- b4, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion) andh11. Event summary androot cause evaluation- it was reported by the danielle through the emergency support program (esp) that during use, the cardiosave intra aortic balloon pump (iabp) had a gas loss and condensation in tubing. There was no harm or injury reported. Danielle, ICU rn, called for assistance troubleshooting a gas loss alarm. Danielle verified there was no presence of blood or discoloration in the helium tubing, all tubing and connections were secure, free from kinking, and connected appropriately. Esp personal explained troubleshooting and verified they used the help screen. She explained that they did use it but didn't press the iab fill key. Esp personal had her perform a fill and press start. Danielle reported that her patient was recently turned and that she noticed condensation in the line. She marked the condensation when she noticed it and said it has decreased significantly now. Esp personal explained the nature of the alarm and suggested that it was likely triggered by a combination of the above clinical scenario. Esp personal encouraged danielle to call back should the gas loss alarm become more regular so they could troubleshoot together and reassess the need for condensate removal. Danielle was grateful for the support. A gas gain or loss in the iab circuit takes place when a cumulative shuttle gas gain or loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period 80 msec and deflation period 250 msec. In cases with no confirmed presence of leaks in iab, loose catheter connections, catheter occlusions or restrictions, patient movement, the probable root cause of the alarms could be due to iabp issues. Based on the information provided, esp personal explained troubleshooting and verified they used the help screen. Customer explained that they did use it but didn't press the iab fill key. Esp personal had her perform a fill and press start. Esp personal explained the nature of the alarm and suggested that it was likely triggered by a combination of the clinical scenario. However, since no part was replaced or returned for evaluation, the root cause could not be determined.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm and condensation related malfunction occurred. There was no harm or injury reported.